Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that there was a ballooning in the silicone segment of a primary tubing set. While connecting IV tubing to the patient, it was observed that the tubing was out of the pump door. When the clinician opened the pump door, there was a large balloon of fluid in the silicone segment. Tubing was removed and new tubing and IV bag were replaced. No medical or surgical intervention, nor change in the patient's treatment were required as a result of the event. The patient was a child. Although requested, no additional patient information was provided.

Event description:
It was reported that there was a ballooning in the silicone segment of a primary tubing set. While connecting IV tubing to the patient, it was observed that the tubing was out of the pump door. When the clinician opened the pump door, there was a large balloon of fluid in the silicone segment. Tubing was removed and new tubing and IV bag were replaced. No medical or surgical intervention, nor change in the patient's treatment were required as a result of the event. The patient was a child. Although requested, no additional patient information was provided.

Manufacturer narrative:
The customer¿s report of ballooning was confirmed by visual inspection of the as-received sample. The silicone tubing pump segment distal to the upper fitment was slightly misshapen, had a different appearance than the rest of the silicone tubing, and readily kinked and twisted. Further visual inspection under magnification found the walls of the silicone tubing segment to be concentric. Ballooning is caused by excessive pressure within the silicone tubing segment. The root cause for the source of the excessive pressure is unknown.

Manufacturer narrative:
Additional info: d.4. Correction:short description changed.

Event description:
It was reported that there was a ballooning in the silicone segment of a primary tubing set. While connecting IV tubing to the patient, it was observed that the tubing was out of the pump door. When the clinician opened the pump door, there was a large balloon of fluid in the silicone segment. Tubing was removed and new tubing and IV bag were replaced. No medical or surgical intervention, nor change in the patient's treatment were required as a result of the event. The patient was a child. Although requested, no additional patient information was provided.